Event description:
It was reported that the device was used during a lower lobectomy. It was reported by the rep that the surgeon had fired the device (tl60) once during the procedure without incident. The device was reloaded by the scrub nurse. The surgeon again fired the device across the bronchus and removed the device without transectiing the bronchus. The surgeon fired a vascular stapler across the pulmonary vessel, then noticed the bronchus was still inflated. Further examination revealed no staples in the bronchus. Another device (tl60) was opened to re-staple the bronchus. The scrub nurse reported there were (2) staples in the distal end of the stapler that had not engaged any tissue. There was no consequence to the pt.